Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored and no unexpected failed battery or battery out limit alarms occurred during testing. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer also reported that the insulin pump alarmed failed battery test and battery out limit. Customer's blood glucose reading was 496 mg/dl. No significant events leading to the alarm were observed. Customer reported that there was an emergency room visit for their high blood glucose levels and hyperglycemia. Customer's blood glucose at the time of emergency room visit was 680 mg/dl. Customer was wearing the insulin pump at the time of emergency room visit. Customer stated that they were given injections and fluid to stabilize their blood glucose levels. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no damage was found on the c13 lcd isolation tape during our visual inspection. The insulin pump passed the displacement accuracy test.